Manufacturer narrative:
H3, h6: the complaint sample has not returned for evaluation; the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by another healthcare professional via food and drug administration med watch program, which stated that the consumer has been using same brand of contact lens since light extraction efficiency and upon with the new box of contacts experienced an acquired infection in the left eye, which spread to the inferior punctate on the first day of wear. The consumer was treated with an unknown oral antibiotic. The current status of the consumer¿s eye was unknown at the time of this report. No follow-up has been performed as consumer information is not available on the form.